Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that the broviac catheter had to be removed due to an alleged occlusion. No other information was provided, but has been requested. On 5/3/17 - additional information reported by the facility. Patient was admitted on an in-patient basis at the time of the catheter placement. Patient was receiving continuous IV fluids, infusing tpn with lipids and heparin in the tpn, at the time of the occlusion. Fluids were running continuously and locked at the time of the occlusion. No patient harm was reported.